Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided pump reset information and guided the caller through the reset process. After the reset, the pump no longer displayed the error, allowing the customer to successfully start their sensor session.